Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 6/06/2024, znyo medical received a report from a customer reporting the pump was indicating "occluded" no matter what was running through the tubing. The customer stated that even if the tubing had been changed, or even if it was attached to a patient. Customer noticed an error message even when the pump had just been turned on instead of indicating "ok" by the pressure setting.no patient harm/injury reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 15psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed two similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).